Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked below the grip pad. The pump's black box showed dates as the default time/date. There was no evidence of short battery life observed in the pump's black box. The pump's current draws were within specifications. No battery life issues were duplicated during investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.